Event description:
It was reported that the user experienced a dexcom g7 pairing failure with the ilet following a signal loss event, after which support guided the user to toggle the app between dexcom g6 and g7 and re-pair the sensor, advising up to 30 minutes for reconnection. Symptoms included no adverse physiological effects and no impact to blood glucose levels. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included user-guided troubleshooting and education focused on re-establishing cgm pairing. Investigation of this case revealed a communication issue between the dexcom g7 sensor and the ilet without evidence of device malfunction or damage. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity or pairing issue consistent with external communication factors.